Event description:
Company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. According to the complainant, leakage was found during the pre-test of the anesthesia system. After checking the system, split/crack was observed in the breathing bag bushing. As this incident occurred at pre-test stage, no pts were involved.